Manufacturer narrative:
Corrected fields: b5, h6 (health effect ¿ clinical code, health effect ¿ impact code). No patient involved information received on 07/30/2024 so added the same g3 date.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a leak within acceptable ranges and the screen is not performing. No patient involved.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Complete e1(tel #) - (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a leak within acceptable ranges and the screen is not performing.

Manufacturer narrative:
Updated fields - b4, d9, e2, e3, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10. Additional information: event site telephone: (B)(6). Event site postal code: (B)(6). It was reported that the cardiosave intra-aortic balloon pump (iabp) had leak and screen not working. There is leak within acceptable ranges and the screen is not performing. There was no further information. Despite gfes (good faith efforts), no response has been received regarding any repair or the status of the iabp. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly. H3 other text: no update regarding unit repair.

Event description:
N/a